Event description:
It was reported that during a davinci-assisted surgical procedure customer observed that the monopolar curved scissors instrument did not cut and did not close completely. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented. The scissor blades were tinged and showed signs of usage. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.